Event description:
It was reported that the patient presented health damage characterized by significant edema in the right upper limb, associated with the need for ultrasonography to evaluate hematoma and local perfusion. Catheter was removed less than 24 hours after insertion due to the presence of extravasation of solution at the site, associated with important phlogistic signs, including heat, flushing, pain, and significant hematoma formation.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.